Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. There was no reported patient outcome.

Manufacturer narrative:
The product sample was not returned to medtronic post market vigilance (pmv) for evaluation. Because no incident sample was returned, it cannot be determined where the reported defect might have occurred. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.